Event description:
On (B)(6) 2012 the patient contacted animas alleging that the ok keypad button is intermittently unresponsive. The patient reportedly wears the pump on a belt with a pump skin, and does not clean the pump. There is no reported patient impact associated with this complaint. This complaint is being reported because the alleged keypad issue remained unresolved.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4) - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the keypad was found to be intact; no peeling was observed. During testing, all of the keypad buttons were found to be responding appropriately and were functional. The original complaint of the ok keypad button's intermittent response was not duplicated. During evaluation, there was evidence of contamination found under all key contacts.